Event description:
Customer reported issues with battery jump but declined troubleshooting since she is renewing with tandem to receive another pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.